Manufacturer narrative:
Note: this MDR is being re-sent to mark as initial. The IFU lists hematoma as a potential intraoperative and post-operative complication. Nine hematomas were reported in 3 patients. It is unknown if the patients were on any blood modifiers or blood pressure medication, and if they were compliant with the appropriate dosing prescription(s). Known patient history was limited to report of additional complications in all 3 patients; these patients had at least 4 total complications each. The interaction between the other events and the hematomas cannot be assessed with the provided information. At this time, the role of the hero graft in the hematoma events cannot be determined with the limited information. Additionally, the relationship to graft cannulation and hematoma formation cannot be determined at this time. The root cause for the reported event is unknown; however, all complications noted in the complaint are known potential complication of the hero graft. The IFU lists the following potential complications with the use of the hero graft: seroma, infection, vascular graft revision/replacement, partial stenosis or full occlusion of prosthesis or vasculature, pseudoaneurysm, hematoma, and abnormal healing. The hero graft is unlikely to be the direct source of the infection as the product undergoes a validated terminal sterilization process. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulas or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abscess formation over graft." Additional information was received from the surgeon which showed that patient 5 had experienced a hematoma after the original publication was printed. Hero 1001 and hero 1002 were investigated. Patient 5 was a female who had a hero graft (lot numbers unknown) implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to a local infection. The infection was identified on (B)(6) 2011 and the patient was cannulated during the infection. Blood culture results no growth; however, wound culture results light growth gram negative bacilli. The surgeon also reported complication with pseudoaneurysm. The pseudoaneurysm was identified on (B)(6) 2010 and the hero was cannulated during. A hematoma was also identified on (B)(6) 2010 and the hero was cannulated during hematoma. The hematoma was located on the left shoulder, overlying connection point between graft and catheter. The patient also had a non-healing incision which occurred on (B)(6) 2011. It was on the left shoulder, overlying connection point between the graft and the catheter. The patient passed away on (B)(6) 2012. Each event which occurred in patient 8 was investigated and a separate medwatch filed. This medwatch is filed for the hematoma which occurred on (B)(6) 2010.

Manufacturer narrative:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, incuding subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulasd or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abcess formation over graft." Additional information was received from the surgeon which showed that patient 5 had experienced a hematoma after the original publication was printed. Hero 1001 and hero 1002 were investigated. Patient 5 was a female who had a hero graft (lot numbers unknown) implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to a local infection. The infection was identified on (B)(6) 2011 and the patient was cannulated during the infection. Blood culture results no growth; however, wound culture results light growth gram negative bacilli. The surgeon also reported complication with pseudoaneurysm. The pseudoaneurysm was identified on (B)(6) 2010 and the hero was cannulated during. A hematoma was also identified on (B)(6) 2010 and the hero was cannulated during hematoma. The hematoma was located on the left shoulder, overlying connection point between graft and catheter. The patient also had a non-healing incision which occurred on (B)(6) 2011. It was on the left shoulder, overlying connection point between the graft and the catheter. The patient passed away on (B)(6) 2012. Each event which occurred in patient 8 was investigated and a separate medwatch filed. This medwatch is filed for the hematoma which occurred on (B)(6) 2010. The IFU lists hematoma as a potential intraoperative and post-operative complication. Nine hematomas were reported in 3 patients. It is unknown if the patients were on any blood modifiers or blood pressure medication, and if they were compliant with the appropriate dosing prescription(s). Known patient history was limited to report of additional complications in all 3 patients; these patients had at least 4 total complications each. The interaction between the other events and the hematomas cannot be assessed with the provided information. At this time, the role of the hero graft in the hematoma events cannot be determined with the limited information. Additionally, the relationship to graft cannulation and hematoma formation cannot be determined at this time. The root cause for the reported event is unknown; however, all complications noted in the complaint are known potential complication of the hero graft. The IFU lists the following potential complications with the use of the hero graft: seroma, infection, vascular graft revision/replacement, partial stenosis or full occlusion of prosthesis or vasculature, pseudoaneurysm, hematoma, and abnormal healing. The hero graft is unlikely to be the direct source of the infection as the product undergoes a validated terminal sterilization process. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk. (B)(4).

Event description:
According to the publication, experience of hero dialysis graft placement in a challenging population, a total of 11 patients underwent 12 hero graft implants. All of the patients had cvod to varying extents, including subclavian vein stenosis or occlusion, innominate vein stenosis and superior vena cava stenosis. All of these patients had multiple vascular accesses (catheters and av fistulas or grafts) placed prior to the hero, with a minimum of 2 and a maximum of >14. Only 3 patients had a history of bacteremia, leading to removal of their access prior to hero placement. Reasons for reintervention or failure (n=11): thrombosis (total of 5 events, number of failed grafts 4), local infection (total of 3 events, number of failed grafts 3), pseudoaneurysm (total of 2 events), seroma (total of 1 event), hematoma (total of 1 event) and nonhealing incision (total of 1 event). Associated with the local infection the paper added the following information "grafts removed due to abcess formation over graft." Additional information was received from the surgeon which showed that patient 5 had experienced a hematoma after the original publication was printed. Hero 1001 and hero 1002 were investigated. Patient 5 was a female who had a hero graft (lot numbers unknown) implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to a local infection. The infection was identified on (B)(6) 2011 and the patient was cannulated during the infection. Blood culture results no growth; however, wound culture results light growth gram negative bacilli. The surgeon also reported complication with pseudoaneurysm. The pseudoaneurysm was identified on (B)(6) 2010 and the hero was cannulated during. A hematoma was also identified on (B)(6) 2010 and the hero was cannulated during hematoma. The hematoma was located on the left shoulder, overlying connection point between graft and catheter. The patient also had a non-healing incision which occurred on (B)(6) 2011. It was on the left shoulder, overlying connection point between the graft and the catheter. The patient passed away on (B)(6) 2012. Each event which occurred in patient 8 was investigated and a separate medwatch filed. This medwatch is filed for the hematoma which occurred on (B)(6) 2010.